Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was not recognized despite use of tandem charging cable, tandem wall adapter, and alternate cables and adapters. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, instructed customer to allow existing pump battery to fully deplete and return pump within 10 days using provided materials, and advised that customer would need to reprogram pump settings and reconnect continuous glucose monitor on replacement device.